Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of diarrhea and peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call, the following was reported. On an unreported date, the patient experienced diarrhea. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain. On (B)(6) 2012, the patient was hospitalized for the events. On (B)(6) 2012, the patient's treatment started with alfacef (3gm, daily, and route not reported) and medfurin (coded as cefazolin sodium, 2gm, daily, and route not reported) for peritonitis. The patient was recovering from the peritonitis event.

Manufacturer narrative:
(B)(4). Dianeal therapies were discontinued. The patient started ceftazidime (2 g/day, route not reported) for an unknown indication. Ceftazidime treatment was later stopped. The patient was discharged from the hospital. At the time of this report, the patient had not recovered from this peritonitis event (previously reported as recovering).